Manufacturer narrative:
(B)(4). The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Litigation alleges that the patient suffered increasing pain, discomfort, soreness and weakness, which caused the patient to limp and required her to use a cane or walker. The patient was found to have elevated cobalt and chromium levels. During her revision surgery the surgeon encountered clear white fluid. Pathological findings of tissue removed during the revision revealed dense fibrous tissue with focal necrosis, scattered lymphocytes and macrophages and was found to have an alval score of 5. After the revision surgery, the patient continues to struggle and required a cane or walker. Due to the patients instability, she fell approximately five months after the revision surgery and broke her right wrist.